Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. The 510k: this report is for an unknown rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: smits, aj. Et al (2018), thoracoscopic anterior stabilization for thoracolumbar fractures in patients without spinal cord injury: quality of life and long-term results, european spine journal vol. 27, pages 1593-1603 (the netherlands). The purpose of this retrospective cohort study is to determine the health-related quality of life (qol), safety and radiologic parameters after thoracoscopic treatment of traumatic thoracolumbar fractures using a distractible cage in patients without spinal cord injury (sci). Between 2004 and 2012, a total of 46 patients (26 male and 20 female) were treated with anterior stabilization using an unknown synthes pedicle screws and rods. Patients were followed up on a regular basis the first year and at least once the following years until bony fusion around the cage was complete. The following complications were reported as follows: one patient required a thoracotomy due to persistent haemothorax with signs of infection despite tube thoracostomy. One patient had pneumonia which was treated with antibiotics. One patient had spondylodiscitis (on a different level than the operated level) which was treated with antibiotics. One patient had post-operatively 15° cage dislocation but this remained stable during follow-up. The article does not mentioned if the cage device was a synthes device. One patient had ileus. Unknown patients experienced bodily pain. This report is for an unknown synthes rods. This is report 2 of 2 for (B)(4).